Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became hot to touch during charging. In addition, the customer reported the pump is hot to touch consistently. No temperature alarms observed. Reportedly, the customer believes this issue caused recent elevated blood glucose (bg) level. The customer's bg level was 399 (mg/dl) with trace ketones. Correction boluses and manual injections were used to address bg level. The customer had changed out all supplies prior to contacting tandem technical support. The customer's bg level had lowered to 190 (mg/dl). The customer state this was still above normal however the customer declined troubleshooting for the elevated bg level. Review of the pump data logs for the past few weeks by tandem technical support showed the battery temperature remained within the operating conditions.